Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the unit would not pass drive. To fix the issue, the fse replaced the drive regulator, and performed a pm in the same visit. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during educational training by a getinge clinical representative, the cardiosave intra-aortic balloon pump (iabp) had multiple autofill failures. There was no patient involvement, and no adverse event reported.